Manufacturer narrative:
Additional information received by manufacturer, which was not late for an update for d4 lot# and expiration date. The date received was 10/15/2025. D7a. Correction. E1: correction.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device guidewire and intrument could not pass through. This issue occurred during a unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated field(s): d8, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the identified failures is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.